Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the devices according to the instructions for use: important information ¿ please read before use ¦warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 3.4 leakage testing after precleaning, perform leakage testing on the endoscope to ensure that it is waterproof. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to deformation of the suction cover the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had a scratch, the control unit had a crack, the indication on the grip was unclear, the switch box had a crack, the electrical connector had corrosion due to water leakage, due to wear of the angle wire the play of the up/down knob was out of the standard value, the connecting tube had a scratch, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer returned the gastrointestinal videoscope to olympus for evaluation due to pixelation and poor color gradient. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material inside the lg (light guide) lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.